Manufacturer narrative:
(B)(4) this device is not manufactured by zimmer biomet in the united states; however, we are filing this report as zimmer biomet manufactures a similar device in the united states under 510k number k915132. Product has been requested but no information has been received. This report is number 1 of 2 mdrs filled for the same patient (0009610576-2018-00006).

Event description:
It was reported a patient underwent knee revision greater than 10 years post-implantation due to instability, wear of the polyethylene, and loosening of the screw that fixes the polyethylene to the tibial tray. Periprosthetic osteolysis was also reported.